Event description:
The account stated the siderail will not stay in the raised position. When placed in the raised position, the siderail will not latch and falls back down.

Manufacturer narrative:
The technician found a sheet from the bed was hanging down and caught in the siderail latch mechanism, preventing the siderail from latching. Total care bed system user manual states: ensure that all siderails are fully latched when in the raised position. Failure to do either of these could result in serious injury or death. While raising the siderails, a click will be heard when it latches into the locked position.